Manufacturer narrative:
This investigation is ongoing. Additional informiaotn will be provided upon receipt.

Event description:
It was reported that during a follow up a jump in pace impedance measurements which were out of range was noted when it comes to this device and competitor lead, which triggered a error code to be displayed. Boston scientific technical services (ts) discussed testing the system to determine the root cause of the issue and noted that the values showed frequent pace impedance measurement jumps since january 2019. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Additional information will be provided upon receipt.

Event description:
It was reported that during a follow up a jump in pace impedance measurements which were out of range was noted when it comes to this device and competitor lead. Boston scientific technical services (ts) discussed testing the system to determine the root cause of the issue and noted that the values showed frequent pace impedance measurement jumps since (B)(6) 2019. At this time the device remains implanted. No adverse patient effects were reported.